Event description:
The consumer reported they had been unable to synchronize with the device, had not felt stimulation, and felt the implant was not working. A poor communication screen was reported on the patient programmer. The patient was not sure if "this thing" was working correctly or not because it suddenly stopped working and the patient had a return of symptoms. His frequency had not come back as bad prior to implant but he did have some loss of therapeutic effect. When the patient drank water, he had to go to the bathroom about 20 minutes later. It was indicated the patient had been recently implanted three days prior to the call date and there were bandages/swelling present. The patient could not see the location of the implantable neurostimulator (ins) due to the bandages. It was reviewed for the patient to remove the antenna from the patient programmer and to use the patient programmer without the antenna attached. The patient was able to sync and confirmed stimulation was turned on. The patient increased amplitude to 1.8 and confirmed he could feel stimulation sensation comfortably. The event date was noted as (B)(6) 2016 and the change in therapy/symptoms was indicated as sudden. The patient's indication for use was gastrointestinal/pelvic floor.

Event description:
It was further reported by the patient that they had a return of symptoms. The patient was able to use the programmer and verify stimulation was on by noting the lightning bolt in the upper hand corners. They were currently on program 1 at 2.1 and increased to 2.3 which was comfortable sitting, standing, and walking. The patient was aware to decrease stimulation if stimulation became uncomfortable. It was noted that the change in therapy/symptoms was gradual.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.